Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is expulsor; however, this cannot be confirmed as no product was returned for investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that while testing, the device failed the volume accuracy test, over delivering over the six percent tolerance. There was no patient involvement.

Manufacturer narrative:
H3: device not received by manufacturer. B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.